Manufacturer narrative:
Gtin number for item: (B)(4), lot: 16116707 is 10885403235719. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported disconnection in the middle section of the gravity set. The user noted "it becomes disconnected prior to and during surgical cases."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported over the past six months to one year are experiencing disconnection in the middle section of the gravity set. The sections are occurring in pre-op, during the case, and post-op. Medications are pushed by anesthesia during a case. It is unknown how much medication was given to the patient, therefore causing the anesthesiologist needing to compensate for any lost medications. The tubing disconnects causing fluid to leak on the floor and a back-flow of patients own blood in the tubing. The events are occurring in birth center or, maine or, gi lab, MRI, and wherever anesthesia services are needed.

Manufacturer narrative:
The customer¿s report of disconnection issues was not confirmed. Functional testing was able to prime the set successfully with no disconnections or leaks observed. Pressure testing and visual inspection also found no disconnections or anomalies with the returned set. The root cause of disconnection issues was not identified; no disconnections were observed.